Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during shift check, the autopulse platform would not power on. There was no additional information provided. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the short and long black cases were damaged, the back case screws were missing and the battery latch lock was bent. The autopulse platform is a reusable device and was manufactured on 09/22/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and multiple user advisories (ua) 45 (not at "home" position after power-on) messages were observed since (B)(6) 2016. Additionally, the last time that the customer powered on the platform, a ua 4 (replace battery) message was noted in the archive log. During functional testing, the platform displayed ua 45 upon power up. The drive shaft was found to be stiff and difficult to be rotated. Further investigation showed the platform failed the belt clip retention test indicating that the lifeband could not be locked into the platform. The encoder gearbox needs to be replaced to remedy this failure. Additionally, when testing with a manikin during 30:2 compression mode, the platform exhibited ua 17 (max motor on time exceeded) message which was attributed to a defective drive train. The platform passed the load cell characterization test. In summary the customer's reported complaint that the platform will not switch on was not confirmed during functional testing. However, ua 45 was observed in the archive log and upon power up during functional testing. The root cause for ua 45 was that the driveshaft was not at "home" position potentially because the user had difficulty rotating the stiff shaft. The ua 17 observed during functional testing was caused by a defective drive train.